Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding patient details has been requested. No additional information is available at this time. Device labeling: precautions: the xen®45 gel stent and xen® injector should be carefully examined in the operating room prior to use. If increased resistance is observed at any time during the implantation procedure, stop the implantation procedure immediately and use a new xen® system.

Event description:
Healthcare professional reported "while inserting a xen® [they] felt resistance in the hand piece and the xen® moved forward, physician took it out to reload and found the xen® had broke off in the inserter." Affected eye unknown. Surgery was completed with another xen. There was no eye injury.